Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd was deployed and hemostasis was achieved, a small hematoma was noted at the site by the physician prior to the vasoseal deployment. The patient presented to their primary care physician with signs and symptoms of infection at the site and oral antibiotics were prescribed. The patient later presented with an abscess requiring an incision and drainage and intravenous antibiotic therapy. No further complications were reported.